Event description:
It was reported that this right atrial (ra) lead was explanted due noise. Another lead was successfully implanted. This ra lead has not been returned for analysis. No additional adverse patient effects were reported.